Event description:
Prior to changing infant's tracheostomy tube, rrt [registered respiratory therapist] tested cuff and cuff would not inflate. Tracheostomy tube not used and rrt obtained a different kit.